Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway.

Event description:
It was reported that the balloon deflated during the procedure. There was no reported patient injury or intervention.

Manufacturer narrative:
The sales representative who originally reported the complaint provided further information on 6/20/19 that the balloon did not burst as indicated in the initial medwatch (MFR report # 2032493-2019-00156), but rather deflated slowly. This is no longer considered an MDR reportable complaint per 21 cfr 803, as a slowly deflating balloon is not likely not contribute to a death or serious injury should the event recur. Corrected data: (g4) no date. Not MDR reportable. The device was inspected and had no visible damage. The balloon was then inflated with saline and was shown to inflate and hold inflation, as expected, with no issues. The reported complaint could not be confirmed, as the balloon functioned as expected during the investigation.